Event description:
End user states she fell when the toilet seat popped off.

Manufacturer narrative:
End user has stenosis of her spine and osteoarthritis of her hip and knee. She states she was sitting on the toilet seat and trying to pull her pants up. The toilet seat popped off the toilet bowl and she fell on the floor. The fall apparently exacerabated her hip, knee and back pain. She saw her physician who indicated she suffered contusions to her hip, arm and leg. She has been getting physical therapy 3x/week and takes pain medication. The sample was discarded by the end user. A sample was pulled from stock and evaluated but a root cause could not be determined. No info was obtained to suggest a concern with product quality or function. However, due to the reported incident and subsequent need for medical intervention, this MDR is being filed.